Event description:
During an attempted IV start, part of the catheter broke off in the pt's back. The nurse noted that the skin was tough. The nurse removed the catheter and approximately 1/2 inch of the catheter tip remained in the pt. The tip was surgically removed.